Event description:
It was reported that when "the packages were opened, the tubes were found to be disconnected with the dpt sensors."

Manufacturer narrative:
Result (B) (4), MDR follow up - unit 1 & 2 - customer report was confirmed. Received one double dpt kit. Examination revealed that the pressure tubing (from pa pressure line) was broken off from solvent bond joint with the female connector (attached to zero-stopcock). (B) (4).

Event description:
On july 23, 2009, it was reported by a user facility ((B) (4)) to terumo cardiovascular that during a cardiopulmonary bypass procedure, an overpressure relief valve may have exhibited a crack during use. As a result of this event, the device was replaced and the surgery was successfully completed without further incident. The user facility reported that the pt did not suffer injury of any type as a result of this event (although it is apparent that there was minimal/insignificant blood loss).